Event description:
It was reported that shaft break occurred. The target lesion was located in a diagonal lesion of a coronary artery. A 15mm x 3.00mm nc quantum apex balloon catheter was inserted but the balloon was not exiting the guide catheter. When the device was took out, it was noticed that the hypotube was broken. Physician used a new guide and wire and continued the intervention without complications.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter in two pieces. The balloon was tightly folded, and the device was bloody. Analysis of the tip, balloon, markerbands, inner/outer shaft and hypotube included microscopic and visual inspection. Inspection revealed a complete separation in the hypotube, located 78cm from the tip of the device. Inspection of the rest of the rest of the device found no other damage or defect.

Event description:
It was reported that shaft break occurred. The target lesion was located in a diagonal lesion of a coronary artery. A 15mm x 3.00mm nc quantum apex balloon catheter was inserted but the balloon was not exiting the guide catheter. When the device was took out, it was noticed that the hypotube was broken. Physician used a new guide and wire and continued the intervention without complications.